Event description:
The physician was using an endeavor spring rapid exchange (rx) drug-eluting stent for treatment of a lesion. The physician delivered the device to the lesion site and proceeded to inflate the balloon. After inflating the balloon the physician could not find the stent. The stent was found in the protective sheath. The patient is fine post procedure and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (limited information available). (Device not received for evaluation). (Stent was not inspected after removal of sheath). Conclusions: (stent was not inspected after removal of sheath).